Event description:
Reportable based on device analysis completed on 23-jun-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending (lad) artery. A 32 x 2.50 promus premier¿ drug eluting stent was advanced but failed to cross the lesion due to the heavy calcification and angulation of the vessel. After several attempts, the physician gave up percutaneous coronary intervention (pci) and sent the patient to coronary artery bypass graft (CABG). No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No issues were noted with the profile of the shaft polymer extrusion. The hypotube was broken 212mm distal to the strain relief. It was noted that material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).